Event description:
Proxy biomedical was notified on the (B)(6) 2013, via email by the polyform distributor (B)(4) that they have received a complaint on the (B)(6) 2013, regarding a polyform product from a patient's legal representative. The complaint states that following implant of polyform mesh patient suffered pain, suffering, disability, impairment, loss of enjoyment of life, emotional distress, disfigurement. The date of implant of the mesh is (B)(6) 2007. The patient is identified as "(B)(6)". Her date of birth is unknown; her weight and height details are unknown. The hospital where the implantation procedure took place is (B)(6), USA. The physician who treated the patient is dr. (B)(6). The implant involved in this complaint is a polyform synthetic mesh - lot number is c000213 - expiry date 29 feb 2008, manufacturing date 27 feb 2007.

Manufacturer narrative:
Method: device was not returned for evaluation. The device is a synthetic device made from (B)(4). Injuries such as pain, mesh erosion, infection, incontinence, fistula formation and dyspareunia are documented risks associated with the polyform device - reference design (B)(4) and polyform product insert (instructions for use).